Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the medical personnel that the patient was seen in clinic on (B)(6) 2016 complaining about loose power connections on both power ports on controller. Vad coordinator examined connections and determined to be loose. Patient demonstrated good technique with power connections, no excess force noted. Patient underwent an elective controller exchange due to lose power connections. Patient was issued (B)(4) and was asymptomatic during controller exchange. The patient tolerated the exchange fine and is having no further issues at this time. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to loose connectors on power ports 1 and 2 of the controller. An internal inspection of the controller did not reveal foreign material. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process, however this issue is still being investigated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.